Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise over-sensing causing pacing inhibition on the pacemaker. The pacemaker was explanted and replaced. No patient symptoms were reported.